Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high pacing impedance was noted on the left ventricular (lv) lead. During an elective replacement of the device, the lv lead was explanted and replaced to resolved the event. The patient was stable.